Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms during attempted implant. The lead was attempted, but not implanted. Another lead was successfully implanted. This pacemaker remains implanted and in service. No adverse patient effects were reported.